Event description:
During a routine shift check by a clinician, the device inappropriately internally dumped the energy. Complainant indicated that there was no pt involvement in the reported malfunction.